Event description:
This is in reference to the lumex sit-to-stand battery-powered patient lift, 400 lb. Weight capacity, lf2020. The devise was being used to transfer my mom from chair to toilet. When using the device to return my mom to the chair, while my mom was hanging upright in the harness, the lift failed to move down, trapping my mom in an upright position. Multiple attempts to operate the lift failed, and my mom remained trapped in the harness in an upright position. The lift has no mechanical release to safely move a person when the electrical operation fails. After approximately 15 minutes, we eventually got the lift working again, after several efforts repositioning the cord connecting the remote to the battery controlled power unit. I am not sure, but there may have been a short in this connection. This situation led to severe pain and an arm bruise and injury. If we had not succeeded in getting the lift to resume operation, the situation had a high risk of leading to severe injury and was life threatening. I am also concerned that attempts to contact lumex and trouble shoot to prevent this from happening again have so far been unsuccessful. I have left a voice mail on lumex's customer service tech support line, and also sent an email. I am kind of surprised that lumex does not seem to have in place an approach for rapid response when a customer reports such a serious and life threatening event. FDA safety report ID # (B)(4).